Manufacturer narrative:
Examination of the returned instrument found the ring missing, the missing ring was not returned. Although the exact root cause could not be determined without the ring, previous investigations found the root cause appears to be attributed to misuse and heavy usage. A two-year search of the complaint database did not identify a trend. The date code ht0908 indicates the instrument was manufactured in september of 2008 and is over 7 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The brown retaining ring broke during surgery on +5 unipolar spacer trial.